Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device with model 6935 is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The leads with model 6935 and 6947 are part of the advisory for this model. Evaluation summary: (B)(4) helix disengaged from helical channel. Additional findings of the distal conductor blood/body fluid (not obstructed), inner tubing kinked/buckled, blood in/on helix mechanism (sleeve head) and helix mechanism, tip seal observation and lead stretched. Full lead returned and analyzed. (B)(4) no anomalies found. Additional finding of bent tip. Investigator commented that the lead met the specification for straightness in passing the lead introducer test. Full lead returned and analyzed.

Event description:
It was reported that during the implant of the right ventricular lead, its distal end appeared to be bent. It was also reported that during the implant of another lead, its helix would not deploy. Neither lead was used, and both were replaced. No patient complications have been reported as a result of this event.